Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted from home to the hospital with signs and symptoms of weakness x 5 days unreported by the patient. The patient had stopped taking the prescribed coumadin and was going back and forth between wanting to continue treatment or hospice. The patient also related that he receives an infusion suite frequently for blood transfusions. On admit inr 1.2 and hemoglobin and hematocrit at 6.4/20. The patient was transfused 3 units of packed red blood cells and aspirin and trental were discontinued. On (B)(6) 2016 an upper endoscopy was performed and 2 angiodysplastic lesions in the duodenum were located with no active bleeding noted. No treatment was prescribed. Coumadin was restarted at 5 mg a day. The patient was discharged to home on (B)(6) 2016 remaining on coumadin 5 mg. Inr 2.0 and lactate dehydrogenase 430u/l (normal 300-800 range). Inr goal is 2.0 - 2.5. The patient will no longer be bridged with heparin moving forward. Aspirin and trental were not restarted.

Manufacturer narrative:
Approximate age of device - 1 year, 6 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gastrointestinal bleeding. The lactate dehydrogenase level was within the patient's normal range. The patient received multiple blood transfusions. Additional information was requested but was not provided.